Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional check were performed. The customer's reported problem was verified. Performed functional check of the returning pump and found low piezo volume. The "volume was too low even on the highest setting" issue was caused by a faulty piezo. Service replaced the faulty a piezo to correct the reported problem. The root cause of the reported problem was the faulty a piezo.

Event description:
Information was received indicating that this ambulatory infusion pump volume was too low, even when set to the highest volume setting. No adverse effects were reported.